Manufacturer narrative:
Literature citation: dasheng lin, jianming hao, lin li, lei wang, huantang zhang, weitao zou, and kejian lian; "effect of bone cement volume fraction on adjacent vertebral fractures after unilateral percutaneous kyphoplasty". Mean age: 72 years (56-88 years) gender: 210 men and 285 women. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a literature study conducted between 2006 and 2011, that 495 patients with single-level osteoporotic vertebral compression fracture (ovcf) were surgically treated by unilateral percutaneous kyphoplasty (pkp) and had completed 12- month follow upl in the authors hospital. Post op, there were 19 patients with cement leakage and adjacent vertebral fracture; 12 patients with cement leakage and non adjacent vertebral fractures.